Manufacturer narrative:
Based on the clinical assessment performed the reported event sac growth, and patient discharged home in stable condition were confirmed. Additionally, one month post implant a mechanical stent buckling (non flow limiting) of the limb stent, 48 months post implant a 5mm proximal stent movement, a type v endoleak and an additional endovascular procedure (re-line with non endologix stent). Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. A definitive root cause could not be determined; however; the most likely cause of the type v endoleak was unknown; there was no discernible endoleak observed under angiography. This calls into question if a device related issue existed. However, there was minor proximal stent movement and buckling of the left common iliac stent cage due to an off label iliac anatomy. Although there was no evidence of loss of seal, these areas potentially could have provided an opportunity for sac growth. There were no cautionary product use conditions observed. There were no user or procedure related issues identified. There were no procedure related harms observed; the reported possible type ii endoleak could not be verified. Clinical harms included: type 5 endoleak; aneurysm sac growth and an additional endovascular procedure. Patient was discharged home on the third post-secondary evar procedure in stable condition. No known device issues that caused an endoleak however there was proximal cuff stent movement and left iliac stent cage buckling due to the off label iliac anatomy. The devices remain implanted in the patient and will not be returned; therefore, device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent, an infrarenal aortic extension, and a limb extension. On (B)(6) 2017 a follow up computed tomography (CT) showed sac growth and a possible type 2 endoleak. The physician is planning to reline the implanted devices with a non-endologix stent. A completed secondary intervention has not been reported to endologix. There have been no additional adverse events reported for this patient the current patient status is unknown.